Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that medications were not accessible for a temporarily entered patient during downtime because automatic critical override activation was suspected to not be functioning. A technical support specialist reviewed the server configuration it was confirmed that the critical override settings were properly established with no misconfigurations. The server was observed to have successfully triggered the station into critical override mode as designed and log data showed 206 recorded entries confirming recent and valid critical override events. A detailed review of the specific timeframe of march 13 14 2026 demonstrated that the system accurately captured and recorded all critical override events during that period without any failures. These findings confirmed that the system functioned as intended and there were no configuration or performance issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server did not allow access to medications for a temporarily entered patient during downtime when the automatic critical override did not activate. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.